Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2024-00643 was sent in error. This report has been determined to be a duplicate of report 3006948883-2024-00078.

Event description:
It was reported when using the bd veritor¿ plus analyzer, an unspecified number of negative test results were obtained; however, when performing the amb test the results were positive. No further information was provided by the customer after multiple attempts. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ plus analyzer, an unspecified number of negative test results were obtained; however, when performing the amb test the results were positive. No further information was provided by the customer after multiple attempts. There was no health impact or consequences reported.